Event description:
The customer reported being hospitalized due to hypoglycemia. The blood glucose reading was 21mg/dl, and he was treated with glucagon. The customer stated that he was connected at time of the infusion set change because he was not changing the reservoir. The customer stated the insulin pump was suspended while being at the hospital. Advised the customer to be disconnected while doing the fill tubing process. The customer also mentioned having low reservoir alarms, but the empty reservoir alarm was not functioning. Troubleshooting was not performed because the customer was not using the insulin pump and he was using manual injections at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.